Event description:
Reporter stated there is a vertical line on the display of the blood glucose monitor, which could cause misinterpretation of the therapy information. The blood glucose monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The investigation unit (iu) confirmed the meter for display defect; a thin vertical line appears at the left side of the meter display screen. Iu observed that the location of the line on the display does not distort the result during the simulation test; therefore, misinterpretation of the blood glucose value or bolus amount is not possible. Failure analysis indicated that the meters serial number is above (B)(4); however, with review of the meters manufacturing history, it was determined that the meter was manufactured before the process improvements were implemented. Meters manufactured before these improvements could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meters display have been implemented at the supplier to reduce the occurrence of this defect.

Manufacturer narrative:
The event occurred in (B)(6).